Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 900 mg/dl and the cause was not provided. The customer went to the emergency room and was admitted to the hospital. The customer declined to provide further information at the time of the report. During the hospital stay, the customer had been disconnected from the pump and it had shut down due to not charging the battery. The customer requested assistance from tandem technical support with reloading the cartridge and afterward, insulin was observed exiting the tubing. The customer was discharged on (B)(6) 2017. Although requested, additional information regarding the event was not provided.